Event description:
Reporter indicated that a vns pt spent two days in the emergency room cardiology unit after "fainting". It was reported that the pt senses "overheating" and feels her " heart races" prior to fainting. It was also reported that the hospital staff stated that the pt has an increase in heart rate with any small movements or activity. It was reported that vns device settings were increased and that all previous medications were stopped prior to onset of these events. It was reported that physicians have not determined the cause of the events. Attempts to gather additional info from a physician have been unsuccessful to date.